Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 6 mg/ml for a total dose of 5.75 mg/day via an implantable pump. It was reported the pump stalled a few days ago, maybe a week ago. Recovered and stalled again yesterday ((B)(6) 2020) and has not recovered. It was noted the patient did not have a magnetic resonance imaging (MRI) and as not been around magnets. It was noted that the patient was experiencing increasing pain. It was unknown what factors may have led or contributed to the issue. It was noted the patient was seen by managing physician, and the pump was found to be in a motor stall with no recovery upon interrogation. It was reviewed to replace the pump as soon as possible, and was reviewed to program pump to minimum rate mode if the patient will be given medication outside of the pump. It was recommended sending pump back for analysis after explant. It was noted that surgical intervention occurred as the existing pump in an active motor stall was explanted and replaced on (B)(6) 2020. It was noted that the issue was resolved at time of report. The patient's status was alive- no injury. It was noted the patient's weight and medical history was asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.